Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Product distributor reported on behalf of the user facility explaining that during patient use, and arterial line start-up, the toggle on the listed stopcock broke away from the stopcock housing, which may have created an opening in the otherwise closed system. The reporter explained that no patient injury resulted from event.